Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 18 mcg/ml fentanyl at a dose of 12 mcg/day via an implantable pump for chronic low back pain and spinal pain. It was reported that the drug was changed from dilaudid to fentanyl at the pump refill last week on (B)(6) 2017. A bridge bolus was programmed with a duration of about 10 hours. The spouse reported the patient was sleeping a lot and not feeling that well. The patient was taken to the emergency room (ER) where they ran blood work. The patient came in (B)(6) 2017 morning showing ¿almost symptoms of withdrawal¿. The patient was shaking, cold, and didn¿t feel good. The healthcare provider (hcp) thought he was having a medication reaction. The hcp did a dye study and everything looked good. There were no issues with the pump and there were no alarms. Fentanyl was removed from the pump and they did a ¿system clean¿. The patient had saline in the pump at minimum rate. Additional information was received from a manufacturer representative on 2017-jan-31. The event was initially reported by a healthcare provider (hcp). The patient was still in the hospital being evaluated for other issues, not involving the pump. Additional information was received from a healthcare provider (hcp) on 2017-feb-22. The hcp called for assistance programming the pump with a priming bolus to initiate therapy with dilaudid at 0.2 mg/day. The patient would be admitted to the hospital for observation. The priming bolus was programmed (only saline in the system) over two hours. The hcp reported the patient was being admitted due to previously reaction to fentanyl. On (B)(6) 2017, the patient was admitted to the hospital due to urinary incontinence, dizziness, and the patient was very drowsy.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a clinical study indicated that after having the pump filled with fentanyl the patient experienced over sedation. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.